Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm was defective. The following information was provided by the initial reporter: "pregnant woman was infusion with ritodrine hydrochloride during the period of tocolyis , when the nurse replaced the indwelling needle, needle outer packing was in good condition and sealed, it was in the period of validity, no abnormalities were found after open, needle¿s movement was normal before puncturing, when the needle was piercing into the vein about 5 mm, the nurse felt very strong resistance with the normal blood return, after pulling out the needle it was found defected and coarse in the front of needle, patient had no pain feeling at the puncturing site, the nurse immediately reported to department head nurse and reported suspicious medical device adverse events"

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9270492. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75 in prn/ec slm was defective. The following information was provided by the initial reporter: "pregnant woman was infusion with ritodrine hydrochloride during the period of tocolyis , when the nurse replaced the indwelling needle, needle outer packing was in good condition and sealed, it was in the period of validity, no abnormalities were found after open, needle¿s movement was normal before puncturing, when the needle was piercing into the vein about 5 mm, the nurse felt very strong resistance with the normal blood return, after pulling out the needle it was found defected and coarse in the front of needle, patient had no pain feeling at the puncturing site, the nurse immediately reported to department head nurse and reported suspicious medical device adverse events".